Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had not been infusing overnight. The set was filled with calcium gluconate. The patient¿s IV (intravenous) was functioning appropriately. It was checked with ultrasounds overnight and had blood return. The medication and tubing were inspected with no issues found and were moved to a new pump. The medication immediately started infusing, and drips were visualized in the drip chamber. This occurred during medication delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.